Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 14march2019. (B)(4). The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the speakers and the issue was resolved.

Event description:
It was reported that the unit declared a primary alarm failure. There was no patient involvement. Event date not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR : 15mar2019. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.